Manufacturer narrative:
Section b3: as the date of the event is unknown, the event date is estimated as may of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced skin irritation with the 63b electrodes. The patient wore the 63b electrodes for a couple of hours. When the patient¿s husband removed the electrodes there were welts underneath. The patient stated that there was a red circle the size of the electrodes. The patient stated that their skin was entirely cleared of irritation before applying the electrodes. The patient contacted their primary care physician who prescribed hydroxyzine and triamcinolone to clear the skin. The patient paused treatment for approximately 2 weeks to allow the irritation to clear. No further consequences were reported.